Manufacturer narrative:
Results, conclusion: occlusion,embolism. (B)(4).

Event description:
An angiographic complication of no reflow and a post-dilation balloon rupture causing embolism occurred during the index procedure. Patient experienced chest pain and hypotension noted resolved with medication

Event description:
A 4.0mm diameter x 12mm length and a 4.0mm diameter x 24mm length (MFR # 2953200-2010-01931) endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed in a thrombotic right posterior atrioventricular segment and a thrombotic prox rca of a pt. Cardiac status at time of procedure was asymptomatic post-mi. Stents deployment was successful; however it was reported that during procedure, the pt suffered a mi. The event was resolved with medication. The pt is reported to be recovered and no other clinical sequelae were received.

Manufacturer narrative:
(B)(4): eval results: mi.